Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was not working blank display. It was reported that the customer was in hospital for surgery and was of the pump. It was reported that they had blank display. The troubleshooting was performed and was advised to insert anew battery and display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08650 inches. Pump received with normal operating currents. Device monitored for several hours and no blank display or dark display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. Device received with scratched case and pillowing keypad overlay. (B)(4).